Event description:
It was reported that intermittent atrial capture and noise on the atrial channel were observed when the pulse generator was connected to the lead. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.